Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to long-term storage, rust and other foreign matter formed in the coil sheath, causing increased resistance during loading; the retracted connecting rod made it difficult for the wings of the retainer tube to fold up, further increasing the sliding resistance between the inner surface of the coil sheath and the wings of the clip retainer tube; due to the increased sliding resistance, the clip could no longer be pushed out of the sheath by slider operation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the endotherapy clip will not detach. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.